Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failure is cause traced to failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A labeling review was conducted using the product label en-gif-190_om_rc6686_13.0. No anomalies were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope exhibited foreign material from the air water channel. There was no patient involvement in this event.